Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4,d8,d9,h2,h3,h6,h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no vision. The issue was found during service. There were no reports of patient involvement.

Manufacturer narrative:
E1 - facility name: (B)(6) medical college and hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.